Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set detached. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted separation between tubing and twist clamp. The reported condition was verified. The cause of the condition could not be determined, however the connection between the twist clamp and silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.